Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that when the chair is going down a ramp the chair will veer to the left.